Event description:
A report was received that the patient would undergo a pocket revision due to discomfort. Discomfort stemmed from non-device related weight loss and the pocket location was not beneficial. The physician repositioned the pocket and the patient was reportedly doing fine.